Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage not consistent with typical use. The lcd color display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.